Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms. It was also noted there have been several atrial tachy response episodes which was due to oversensing of the respiratory rate trend (rrt) signal. Patient was brought into the clinic for further evaluation and the respiratory rate trend feature was turned off. When rrt was turned off there was no noise observed however, ra pacing impedances were still fluctuating from 491-3000 ohms. Isometric testing was performed and they could not reproduce the noise. Boston scientific technical services (ts) reviewed the episode and it appears there is a non-physiologic signal on both the ra and the shock electrogram. Ts believes it could be possible electromagnetic interference and discussed other possible causes. Ts recommended to bring the patient if for another follow-up and to evaluate the ra lead and reset the alert condition. At this time, this crt and ra lead remains in service. No adverse patient effects were reported.